Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a dissection occurred. The target lesion was a type c, 99% stenosed lesion located in the ostial left main coronary artery. The vessel had a 5.0mm diameter and was not tortuous. The lesion was treated with three treatment passes on low speed and two treatment passes on high speed. The dissection created an enlarged left main, and the dissection was treated with a stent. Following the procedure, the patient was stable.